Event description:
It was reported that the patient returned to the hospital due to a return of pain. When the physician checked the reservoir volume of the pump, it was found that there were 20ml of drug instead of the expected 11.4ml. The pump logs were read, but no motor stall message was seen. Additionally, a dye test was performed and it appeared that the catheter was okay, as there were no problems aspirating or filling the catheter access port. The physician attempted a rotor test, but it seemed that the motor was at a standstill. Additional required interventions included hospitalization, reprogramming, and the use of "os drugs." The replacement of the patient's pump was planned as well. At the time of report, the patient outcome was notated as alive, but with injury. Initially, the drug used in this system was morphine, though as of (B)(6), bupivacaine was mixed with the morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not receiving therapy. The physician tried to aspirate from the catheter access port and "it was impossible to drain some drug." The pump was replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed the pump passed all non-destructive testing and no anomaly was found. No anomalies were noted in the pump logs. No further testing was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.